Event description:
(B)(6) old patient was having a circumcision. After circumcision was complete, the pcp noticed the circumcision equipment was shredding the silver lining onto the infants' skin, her gloves and white sterile sheet. No harm was noted to newborn. Packaging for product not saved. Lot # and expiration date listed in this report is for another identical product in stock at our hospital. FDA safety report ID# (B)(4).